Event description:
It was reported that the physician was inserting a central line in the nicu and had difficulty with the disposable scalpel. He could not open the blade and unfortunately he "wrestled" with it resulting in him needing to go to the emergency department for sutures in his hand (finger).

Manufacturer narrative:
(B)(4). Sample will not be returned.